Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00257278_1644408-2019-00705; 509-01-044, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient developed pji. Dr. (B)(6) removed all components except for well fixed baseplate and stem to perform I&d. Replaced implants with new.